Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic cholecystectomy, the surgeon used a stapler to ligate the cystic duct but the device misfired. Under normal conditions the stapler is supposed to deliver a row of staples and then cut through the tissue but on this occasion when the surgeon activated the device, a piece of metal protruded from the side of the device. When the surgeon opened thestapler, approximately half f the staples were displaced/loose and the duct was only partly cut through. Replaced by a new stapler to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were trying to ligate the cystic duct in a laparoscopic cholecystectomy, the device misfired and a piece of metal protruded from the side. They opened the device and saw that half of the staples were displaced or loose and the cystic duct was only partly cut. They used a different stapler to complete the case. There was no patient injury.